Manufacturer narrative:
Three opened 23 gauge trocar assemblies were received for evaluation. The returned samples were visually inspected. Samples 1 and 2 were found non-conforming with a damaged/cracked hub, damage to the septum, and foreign material on the trocar hub/cannula assembly. Sample 3 was found to non-conforming with a damaged septum. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event. How and when the valves became damaged cannot be determined from the evaluation performed. A possible contributing factor related to the manufacturing processes of the valves have been identified. The returned opened samples were also found to have damaged/cracked hubs, how and when the hubs became damaged cannot be determined from the evaluation performed. An investigation has been completed and actions have been implemented in order to improve performance of the valves. The exact root cause for the damaged hubs is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged hubs. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a valved trocar leaked during a procedure. The product was replaced and the procedure was completed. There was no patient harm.